Event description:
Event: (cc# 98-01154) the iab was inserted into the patient on 8/28/98. On 9/2/98 after iabp for 129 hours, blood was noted in the tubing and the iab was removed. A second iab was inserted into the patient. On 1/29/99, datascope was notified that the iab would not be returned for evaluation. [Event complications]: none from the event - reported 9/15/98. [Patient's current status]: unk - rpt'd 9/15/98.